Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Device disposition is unknown. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported, that on (B)(6) 2016 an ar-5035tb-09 bio- interference screw was placed in the tibia and 18 months the screw is removed without signs of biodegradation. Additional information obtained 7/13/2018: the patient's bone quality was reported to be medium. The original procedure took place on (B)(6) 2016. During the original surgery the ar-5035tb-09 bio-interference screw was implanted along with one ac tightrope rt. Nothing was implanted during the second surgery as the procedure was just to remove the ar-5035tb-09 bio-interference screw due to patient discomfort of placement of the same.

Manufacturer narrative:
Complaint confirmed. The received screw was undamaged and did not show signs of biodegradation. Absorption of biodegradable implants begins at implantation as a result of normal hydrolysis of the implant. The rate at which the implant degrades and is reabsorbed can be affected by numerous factors including, but not limited to implantation site vascularity, stress on the implants, surgical techniques employed during implantation, patient factors (such as age, immune system status, bone quality, body chemistry and sensitivity to implant materials), and patient post-op compliance to rehabilitation protocols. There is no minimum or maximum established resorption rates for bioabsorbable implants. Bioabsorbable implants are designed with material properties required to maintain necessary properties throughout the healing process under normal patient conditions.